Manufacturer narrative:
The device was sent to the resmed technical service center in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that the battery in an astral device is not charging. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Review of the device logs showed that the battery was depleted. Performance testing on the returned internal battery found that the battery charged. The device investigation found a single component failure in the main pcb. This failure prevented the device from detecting the power source and not charging the internal battery. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).